Manufacturer narrative:
No device was received for investigation. Therefore, we are unable to determine the reported complaint. If we receive the device, we will reopen the investigation for further evaluations. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that two tubes with the same lot number were issued to a single client. The primary concern was the difficulty in inflating the cuff without manipulating the pilot tube and balloon. Eventually, the cuff inflated but required significant effort. There was patient involvement, and no harm/adverse event reported.